Event description:
It was reported by the customer that a pyxis medstation system had a bio ID issue. The customer stated that the bio ID was slow to scan and showing spoofing often. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a bio ID issue. The field service engineer unplugged the bio ID usb shut the station down plugged it in and powered it up twice and was able to get it working. The system functioned as intended after the field service engineer troubleshot the device.